Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the pse60a tyvek was unfolded and visually inspected. The tyvek had a rip near the printed lot number like something snagged and ripped it. Also, a pin-hole was present near the printed graphic of the handle. Both damaged areas of the tyvek were from the outside surface. Scrapes and shallow indentations were also present on the outer surface of the tyvek indicating that objects may have been placed atop the package, applying force to the package, while the package was outside of its carton. Complaint event is confirmed. Packages are visually inspected immediately after sealing and placed inside individual carton. Individual cartons are placed inside a corrugate shipper box. The condition of the carton and shipper box could not be verified because neither was returned. The damaged tyvek is not consistent with issues that are likely to occur during the packaging process. It is suspected that damage on the tyvek occurred while the package was outside of its carton and is attributable to storage external to the packaging facility.

Event description:
It was reported that prior to an unknown procedure, the sterile package had a small hole/opening in the paper. It was detected as soon as the outer package was taken off.